Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged and the reservoir may not be able to screw in. Blood glucose level at the time of the incident was 115 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and broken reservoir tube lip. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.